Event description:
During review of the programming/diagnostic history database, it was observed that during an office visit on (B)(6) 2012 the patient¿s settings were different than what were programmed at the same visit. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2012. The physician corrected the settings; however, the magnet on time was not corrected. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.